Event description:
It was reported when using the bd pyxis¿ anesthesia station es, the system was in disconnected mode and had a drawer failure. The customer reported that the malfunction caused a delay in dispensing medication to patients as the user had to move on another station into the suite before the procedure could begin there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had been disconnected from the network and the network cable was damaged. A field service engineer (fse) removed the damaged cable and replaced it with a new cable. The fse verified that the station was communicating with the server, had the customer verify the data was flowing and resolved the issue. The system functioned as intended after the field service engineer repaired the device.